Event description:
It was reported that the pump miscalculated a bolus and blood glucose (bg) lowered to range from 47-146 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.